Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The reported code would appear after the device reset occurs, either by battery recovery or magnet effect. The reset count was 132 at the time of receiving, and it increased only once after completion of performance test where one magnet reset was performed. The ipg exhibits normal characteristics.

Event description:
A report was received that the patient's ipg was consistently displaying an error code and was frequently resetting. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient's ipg was consistently displaying an error code and was frequently resetting. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient's ipg was consistently displaying an error code and was frequently resetting. The patient will undergo an ipg replacement.